Event description:
It was reported that 127 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 4.2 mm, 90 % stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50 x 24 mm drug eluting stent in the target lesion. The pt was discharged the next day on plavix and aspirin. 127 days after the procedure, the pt expired after experiencing a cardiorespiratory arrest. There was no autopsy. In the opinion of the physician, the target vessel was not involved.

Event description:
It was further reported that target lesion 1 was 8.0mm long. Treatment consisted of a filter wire being directed across the lesion and deployed in the mid portion of the graft, cutting atherectomy and post-dilatation to the mid portion of the stent and across the ostium of the vessel. Final stenosis was 0%. 86 days after the procedure, the pt was admitted to the hosp with nausea, vomiting, and dehydration. The pt reported that earlier that day he had been short of breath and wheezing. Of note, the pt had been diagnosed with adenocarcinoma of the lung with metastases to the liver and spine (date unk) and during the month prior to this admission, thoracentesis was required to remove recurrent accumulation of pleural fluid. The pt's medical history also included atrial fibrillation, resection of a focal adenocarcinoma of the colon, and chf. CT scan confirmed a distal bowel obstruction with dilatation of the proximal and distal small bowels. There was also a pleural effusion and left upper lobe density. The pt was transferred to ICU. The next day the pt began dialysis for renal failure. Ascites was noted and paracentessis was performed, the first of several time throughout his hospital admission. The pt was treated with antibiotics for a "possible pneumonia". The pt required intubation and ventilator support. (Date unk). Recurrent hypotensive episodes made dialysis treatments more difficult. These hypotensive episodes were treated with albumin, dopamine and neo-synephrine. The pt was treated with amio darone for atrial fibrillation. 8 days after admissiion to the hosp, the pt became anemic and was tranfused with two units of packed red blood cells. 8 days later, enterococcus was found in blood cultures and the pt was started on vancomycin. The next day a tracheostomy was performed after it became apparent that the pt was not able to be weaned from the ventilator. Of note, the pt had agreed to participate in a phase ii cancer vaccine trial prior to admission. 9 days later the vaccine became available and the pt was injected with an autologous (adenovirus vector) cancer vaccine. Approx four days later he developed chills, rigors, persistent high fever and hypotension. He was treated with benadryl, pepcid and solu-medrol. It was unclear whether these symptoms were a reaction to the vaccine, from the cancer, or from sepsis. Cultures did not identify a source. The pt continued to be dialyzed every other day and he stabilized for two to three weeks. Two weeks prior to his death the pt began a downward trend. There was more difficulty with mentation. There was also more difficulty controlling fevers, controlling hypotension, and with dialysis treatments. The pt's liver function tests began to show abnormalities, increasing dramatically. Ultrasound of the liver (date unk) confirmed an enlarged liver. The pt began to decline several hours prior to the administration of the second set of cancer vaccines. Several hours after the administration of the vaccines, the pt began to have low oxygen saturations and abnormal rhythm. Advanced coronary life support was initiated when it appeared that the pt was in ventricular fibrillation without a pulse. Epinephrine, atropine, sodium biccarbonate, and d50 were adminstered. Multiple attempts to defibrillate the pt were unsuccessful in converting him to normal sinus rhythm. After discussion with the pt's wife, advanced life support was discontined and the pt expired.